Event description:
It was reported that an ilet device displayed a nonresponsive touch screen during the fill tubing step, preventing selection of ¿yes,¿ after which a restart from the app triggered a factory reset and required the user to complete device setup and resume bionic mode. Symptoms included no reported adverse physiological effects. Outcomes included completion of troubleshooting and education with successful reconfiguration of the device. Investigation included customer interview and guided functional checks through setup. Investigation of this case revealed an intermittent user interface malfunction that resolved after restart and re-setup without recurrence during the call. It was concluded that the event involved a device user interface issue, with normal operation restored following restart and setup, and no patient injury.